Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. Endo-therapy accessories and cleaning brushes could not be smoothly inserted into the instrument channel. The insertion tube was wrinkled due to an external factor. There was a shift in the blade of the bending tube. Due to the stretch of the angle wire, the angulation was insufficient. The insertion tube was crushed due to an external factor. The bending section rubber was slack due to handling. The adhesive of the bending section rubber was chipped. The control section, remote switch, grip unit, angulation control lever, up / down plate, universal cord, and endoscope connector were scratched by external factors. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by physical stress, such as rubbing, or by a chemical attack, such as with a non-recommended chemical solution. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.